Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or thinner needles were found. The sutures were dispensed without problems and examined along of the strand and no suture breakage was noted. A functional test was performed and the tensile strength force was above the minimum requirement.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that the suture keeps breaking. Another suture was used to complete the case. No patient consequences were reported.